Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the body of the aliquot probe had a short connection pin. The cse replaced the body of aliquot probe and the issue resolved. The cause of the discordant, falsely low ucsf results on two patient samples was due to a short connection pin on the aliquot probe. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Discordant, falsely low urinary/cerebrospinal fluid protein (ucfp) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). (B)(6) was repeated on the same instrument, still resulting falsely low. The samples were then repeated on an alternate dimension vista instrument, resulting higher. The repeat results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ucfp results.